Event description:
As reported to coloplast though not verified, one patient was implanted with restorelle directfix anterior mesh. Later the patient experienced vaginal pain, difficulty emptying bladder, history of diarrhea, recurring cystocele and rectocele. An open sacrocolpopexy was performed and medications were prescribed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.